Manufacturer narrative:
(B)(4): the physician pacing the pt reported that they did not feel a charge when the pt was being paced. There was no negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The physician pacing the pt reported that they did not feel a charge when the pt was being paced. There was no negative pt impact.